Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, filler-induced vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: schelke, l., decates, t., kadouch, j., & velthuis, p. (2020). Incidence of vascular obstruction after filler injections. Aesthetic surgery journal, vol 40(8) 457-460. Doi:10.1093/asj/sjaa086.

Event description:
This MDR is related to MDR 3013840437-2021-00037 referring to the same literature article. This is an exemplary case about 1 of 40 adult patients (37 female and 3 male, 18 to 49 years old). This is a literature report from a prospective study aimed to determine the incidence of vascular obstruction after filler injections. This literature report from the netherlands concerns an adult patient. The patient was injected with hyaluronic acid, into the nasolabial, lip, forehead, chin, mandibula, nose tip, infraorbital notch, under lip, upper lip, temples, lat corner eye, parietal area and nose (intentional device misuse). As reported the patient had 2 treatments into the nose, nasolabial, lip, parietal area, mandibula and nose tip, as well as 3 treatments into the chin. Hyaluronic acid was injected using a 25g cannula and a needle. Between 3 hours and 8 months after the treatment with hyaluronic acid, the patient experienced a filler-induced vascular occlusion in or near the injected area. The diagnosis was confirmed by clinical presentation (reticulated bluish pattern with or without pustules and wounds) and doppler-ultrasound images (hyper vascular turbulent artery with or without detectable filler blockage). The arteries involved were the inferior labial artery with skin changes in the chin and lower lip; superior labial, columellar and the superior labial with the columellar artery resulting in changes in the upper lip; submental artery with changes in the chin and tongue; angular, columellar and angular with the superior labial artery resulting in changes in the nose; the superficial temporal with changes in the temple; dorsal nasal with changes in the nose tip (from the treatment with a cannula); supratrochlear with changes in the forehead; facial and facial with the angular artery resulting in changes in the nasolabial fold; transverse facial with changes in the cheek (from the treatment with a cannula); infraorbital with changes in the midface; the zygomatic orbital artery with skin changes in the lat corner eye and the supralabial, angularis, infralabial and supratemp arteries. As reported, after doppler ultrasound-guided injections of hyaluronidase, the patient fully recovered. The outcome of the event was reported as resolved. In the opinion of the authors, an intravascular injection leading to skin necrosis or blindness was one of the most alarming complications in filler treatment. With a risk of 1:6800 treatments, many physicians were going to encounter this event more than once during their career. Some physicians might not recognize the problem in their patient, and others might feel reluctant to refer them or prefer to treat the vascular adverse event themselves.